Event description:
Caller reported issue with touchscreen responsiveness and noted that the pump screen turned off too quickly. There was no reported adverse impact to the customer¿s blood glucose level, though the caller declined to provide specific values. No further information provided.